Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient line of a homechoice cassette and the peritoneal dialysis patient¿s transfer set which resulted in a disconnection and leak of dialysate. This occurred during drain four of four of peritoneal dialysis therapy. The renal therapy services (rts) assisted the patient with ending therapy and reviewed proper procedures per the user manual and the patient performed continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury, however there was medical intervention associated with this event. No additional information is available.